Event description:
It was reported that the ventilator generated an "o2 concentration high" alarm. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The reported high o2 concentration could be verified in the logs. Preceding the alarms for high o2 concentration there are several instances of high pressure situations after nebulization. The ventilator alarms for regulation pressure limited and peep high. The ventilator attempts to deliver the set tidal volumes but fails due to imposed restriction of the set upper pressure limit. The alarms are indication of high resistance in the patient circuit, where one possible cause is an occluded expiratory bacterial filter. There are no technical error codes in the logs indicating that there is no ventilator malfunction, which is supported by successful pre-use checks both prior and after the event. There is no relationship between the high o2 concentration alarms and the indication of high resistance in the patient circuit. The root cause of the high o2 concentration alarms has not been determined.

Event description:
(B)(4).